Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. The device was filled with di water and connected to a circuit using an ap40 pump. The circuit was operated at 3 lpm for 30 minutes with no condensation bubbles noted. Reason for return was visually confirmed. Additional information b5. Medtronic received information that during use of a custom tubing pack, the customer reported that some c ondensation bubbles were visible on the barbed connectors. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that aortic root suction was used, but barely. The condensation was between the barbs on the barbed connector. No bubble detector was used. The purge line to the oxygenator was open. It was stated that there appeared to be air/fluid between the tubing and the 3-way connector. The bubbles were in the 3 way connector, not in the patient's bloodstream. The patient was on bypass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this custom tubing pack had some condensation bubbles visible on the barbed connectors. The use of the device was unspecified. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Correction h6: eval code result (fdr/annex c) updated. Correction to h11. Device evaluation summary: visual inspection shows no outward signs of any damage. Note: the customer has provided a photo showing evidence of the condensation. The device was filled with di water and connected to a circuit using an ap40 pump. The circuit was operated at 3 lpm for 30 minutes with no condensation bubbles noted. Reason for return was visually confirmed by the photo provided by the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.